Event description:
Caller (pt self-tester) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.7, 1.1, 2.9. Time between testing: not provided. Pt's therapeutic range: 2.5-3.9 inr. Pt retested prior to calling in and was satisfied with inr result of 2.9. No troubleshooting was performed.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.7, 2nd inr: 1.1, 3rd inr: 2.9, mean: 1.90, sd: 0.92, %cv: 48.24. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.